Event description:
The customer reported fluid leaked at the anti-siphon valve engagement after pushing several small volumes of medications using a larger syringe.

Manufacturer narrative:
The customer¿s report of leaking was confirmed, however it was noted at the filter, not at the anti-siphon valve as was reported. Functional testing and pressure testing showed no leaking at the engagement of the anti-siphon valve and the pvc tubing sleeve. However leaking was observed at the filter vent. The root cause of the reported leak at the anti-siphon valve could not be determined. The probable cause for the leak from the filter is a damaged filter membrane, from the filter being wetted out due to oversaturation.

Manufacturer narrative:
Concomitant products: 50ml baxter bag ndc 0338-0049-41, lot p351569, exp jul 2017 0.9% sodium chloride injection and 60ml bd syringe; therapy date unknown. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak at the anti-siphon valve of an extension set after pushing several small volumes of unspecified medications using a larger syringe. The nurse noticed the bed was wet and also noted the line was due to be changed that day. There was no report of patient harm.